Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the tissue pad was worn out and was partially peeled off. Based on the results of the investigation, the probable cause was during output activation, nothing was grasped between the grasping section and the distal end of the probe (including after tissue resection). As a result, the tissue pad was worn out. Due to friction between the grasping section and the distal end of the probe, abnormal heat was generated, which may have caused the tissue pad to partially peel off. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the tissue pad was found peeled off 5 minutes after start during a therapeutic laparoscopic appendectomy procedure involving an olympus front-actuated grip. The procedure was completed with an olympus back-up device. There was no patient injury reported.